Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, moderately tortuous, distal left anterior descending (lad) artery the 2.5 x 15 mm xience xpedition stent was implanted, however, a proximal edge dissection was noted. A 2.75 x 12 mm xience prime stent was used to treat the dissection. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient adverse effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.